Manufacturer narrative:
No patient identifier or demographic information was provided. Refer to event for available test results. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned architect anti-hbs results for one patient. The customer reported that all initial results on the (B)(6) five-assay panel were (B)(6). The specific results provided by the customer are: hbsab(miu/ml) initial result (B)(6).(protective against (B)(6) viral infection), repeated (B)(6) (not protective against (B)(6) viral infection), repeated (B)(6). (Not protective against hepatitis b viral infection) , reference range (B)(6). No impact to patient management was reported.

Manufacturer narrative:
Section h6 medical device problem code was updated to a090809. The complaint investigation for falsely elevated architect anti-hbs results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and in-house testing. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Device history record review did not identify any non-conformances or deviations with lot 28250fn01 and the complaint issue. The overall performance of architect anti-hbs was reviewed using field data from customers worldwide. The patient median result for lot 28250fn01 is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. In-house specificity testing was completed with complaint lot number 28250fn01. Testing met validity and acceptance criteria and the product is performing as expected. Labeling was reviewed and found to be adequate. Based on our investigation, no systemic issue or deficiency with the architect anti-hbs reagent for lot 28250fn01 was identified.